Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, there was damage to the balloon. The catheter failed the leak test because it had a hole in the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. During the procedure, 30 cc was used to fill the catheter. After 7 minutes of the therapy cycle, the device would not maintain pressure. The device was removed and a hole was noted in the balloon. The physician decided that 7 minutes was enough of the therapy cycle and elected not to open another catheter. The procedure was completed with no adverse patient consequences.